Manufacturer narrative:
Correction: additional information was obtained stating the patient was reprogrammed and effective therapy was restored. This device is no longer considered reportable.

Event description:
Additional information was obtained stating the patient was reprogrammed and effective therapy was restored. This device is no longer considered reportable.

Event description:
It was reported the patient's s1 drg lead had migrated causing ineffective stimulation due to weight loss. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain patient's weight. Further information was requested but not received.